Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected b-hcg ii results were obtained from a level 3 non-vitros mas omni immune quality control (qc) fluid lot oim2612 when tested using vitros immunodiagnostics product b-hcg ii reagent lot 4350 on a vitros 3600 immunodiagnostic system. Mas lot oim2612 level 3 qc fluid results of 71.374 and 73.815 miu/ml vs. The expected result of 796.320 miu/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros b-hcg ii results were from a non-patient fluid and were not reported from the laboratory. The customer did not give any indication that patient results had been affected, and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected b-hcg ii results were obtained from a level 3 non-vitros mas omni immune quality control (qc) fluid lot oim2612 when tested using vitros immunodiagnostics product b-hcg ii reagent lot 4350 on a vitros 3600 immunodiagnostic system. The assignable cause of the lower than expected qc sample results was an instrument related issue as multiple condition codes were obtained on the vitros 3600 system around the timeframe of the event. An ortho field engineer (fe) visited the customer site and performed service and maintenance actions, including a thorough cleaning and decontamination of all analyzer modules. Additionally, the fe replaced various parts, such as well wash aspirate filters, auxiliary bottles, intake filters, dispensing tips of the signal reagent module, and foam pads. Following these actions, the ortho fe performed a post service vitros tsh3 diagnostic precision test on the instrument, which yielded acceptable results, verifying the instrument performance after the service actions.